Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut was the cut line fully circumferential around the target tissue?

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon had followed all the steps using the instruments as recommended. Stapler does not function properly when fire. The staples were still in the staple housing. Bleeding occurred and the surgeon finished the procedure using suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l53n64. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage with staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device cut? Yes if the device cut was the cut line fully circumferential around the target tissue? Yes